Event description:
It was reported the pump had a malfunction. The patient reported experiencing shortness of breath and will be admitted to hospital. No further details provided.

Manufacturer narrative:
Operator of device, and PMA/510k are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. A1 updated, b3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com.